Event description:
During a cryoablation procedure at (B)(6) hospital in (B)(6), small ice was noted during the procedure. Four needles were inserted after the test, in which no malfunction was found. During freezing, a quite small freezing area was found and the area would not fuse each other in mr image. The ice balls that were created at the tips of the four needles did not grow together as one ice ball. The ice ball had a maximum diameter of around 10mm. Four needles were used for the procedure and all of them were connected to different channels. The problem occurred in the first freezing. We confirmed that the needles were able to create small ice balls during operation check. The first freezing was performed for around 12 minutes. The cryoablation treatment was not successful this time because the needles could not grow ice balls to a large enough size to cover pt tumor. No complications in the pt have been reported.